Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. Only one of the grip tips would close properly. Additional observation not reported by site that is related to the primary failure: the instrument was found to have an input disk broken. Input disk #6 was found broken into pieces inside of the housing. This failure caused the intuitive motion failure of the instrument. The root cause of broken instrument input disks is typically attributed to user mishandling, most commonly caused by improper cleaning/reprocessing techniques. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have thermal damage on the bipolar yaw pulley. As a result, the electrode is exposed. The instrument passed the electrical continuity test. The root cause of this failure is attributed to user mishandling. A review of the instrument log for the instrument (pn 471205-17/lot # k10211129-0245) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had seven uses remaining after last use. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: there was evidence of thermal damage to the instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the tip of the fenestrated bipolar forceps did not close and therefore could not grasp tissue properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.